Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2021-01627). It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography with a stent placement in the biliary performed on (B)(6) 2021. During the procedure, they had difficulty deploying the delivery system due to the large stone in the common bile duct and an external transhepatic drain. The stent could not be deployed with the pull wire. When the physician attempted pulling back hard on the pull wire out of the common bile duct, the stent fell into the duodenum andwas retrieved with a snare; also, the push catheter was kinked. The procedure was cancelled due to this event and kept the external drain in place. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.